Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a 6f sheath after a cardiac catheterization and interventional procedure with a 6f sheath. Reportedly, the foot was not yet in the vessel when the footplate was opened. The footplate would not close. It was caught in the tissue tract. The device was broken to manually close the feet and remove the device. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4 - lot # - lot # is unknown as the lot # was not provided. D4: primary UDI number - a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a 6f sheath after a cardiac catheterization and interventional procedure with a 6f sheath. Reportedly, the foot was not yet in the vessel when the footplate was opened. The footplate would not close. It was caught in the tissue tract. The device was broken to manually close the feet and remove the device. Another prostyle was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported difficulty closing the foot and device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the foot was not yet in the vessel when the footplate was opened. It should be noted that the prostyle instructions for use states: do not open the foot if ¿mark¿ is not observed from the marker lumen. Since it was reported that the foot was not yet in the vessel, this indicates the device was not far enough into the vessel or with in the artery to achieve blood marking thus contributing to the reported difficulty closing the foot and device entrapment. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to user technique. The reported difficulty closing the foot and device entrapment appear to be related to interaction with the patient¿s subcutaneous tissue as it was reported that the foot was not yet in the vessel when the footplate was opened. The reported instructions for use contributed to the reported difficulties. The subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code: 2017 failure to follow steps / instructions corrections d4 - model #, catalog #: updated from 12673-03 to 12773-03 d4 - lot #: updated from unknown to 5041242 d4 - primary UDI number : updated from (B)(4).